Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for ''navigate and position catheter to target location - difficulty or inability to cross native annulus and/or bioprosthesis'' was unable to be confirmed as no photos or video of complaint device was provided and device was discarded and unable to be returned for evaluation. Available information suggests patient factors due to anatomical considerations likely contributed to the event as field clinical specialist (fcs) reported "there was no allegation that the edwards devices should have been able to cross the native valve, the team felt that given how horizontal and dilated the aorta was in the patient and how extensively the anatomy 'bowed out' when attempting to cross that the device wouldn't cross." However, definite root cause could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by field clinical specialist, during transfemoral (via cut-down) tavr procedure with a 29mm sapien 3 ultra resilia (s3ur) valve, the team was unable to cross the native aortic bicuspid valve with the delivery system. The patient had a horizontal and dilated the aorta which made the advancement of the commander deliver system challenging. There was no information if a bav was performed prior to attempting to cross the stenotic native annulus. While crossing the annulus, the delivery system within the aorta begin to 'bowed out'. The team decided to expand the vascular cut-down to provide more length to the delivery system due to the challenging anatomy. The undeployed valve, sheath and delivery system were removed from the femoral access. No device damage noted upon removal from the patient. The surgical cut-down was closed but required the operator to gain control of the femoral artery to remove the valve and sheath out of the body under controlled circumstances. The procedure was aborted with plans for surgical aortic valve replacement with acceding aortic repair. The patient was alive at the end of the procedure and departed the or in stable condition.

Manufacturer narrative:
Investigation is ongoing.